Event description:
Product analysis was completed on the returned lead. The lead was returned in 5 portions. Part of the lead and the electrode array were not received. Continuity checks of the returned lead portions were performed during the functional analysis, and no discontinuities were identified. There were multiple abraded openings in the inner and outer tubing of the lead. The lead assembly had dried remnants of body fluids in the outer and inner tubing . No other path besides the cut ends and the abraded openings were identified. Other than typical wear and the noted above conditions, the condition of the returned lead portions are consistent with conditions that exit following an explant procedure note that since a portion of the lead assembly (body) and the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No further relevant information has been received to date.

Event description:
High impedance was originally reported after a generator replacement and based on information that the impedance was just over the high impedance threshold and the generator was able to deliver the programmed output current, believed to be due to fibrosis at the electrode site. Note that pin insertion was verified at the replacement. The patient eventually underwent generator and lead replacement due to the high impedance value. The generator and lead was received for analysis. Product analysis was completed on the returned generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive electrical evaluation showed that the device performed according to functional specifications. No anomalies were identified. Internal data of the generator, particularly the last 10 >25% changes in impedance, found that the patient's impedance was fluctuating often and had even reached over >9000 ohms, suggesting likely lead fracture and not fibrosis. Analysis on the returned lead has not been completed to date. No further relevant information has been received to date.